Event description:
Received an electronic report of an adverse event to a pt during a dialysis treatment. The initial reporter was contacted and additional info was received as well as the treatment sheets of the event. It was learned the pt was well into the dialysis treatment when it was noted the pt was "in distress" and going unconscious. The bp was 91/55, pulse of 56. O2 was applied and a bolus of ns was infused. The pt responded and then she went "back out." It was reported the pt's tongue rolled thick like it filled entire mouth and jerking motions were noted. The caregiver infused another 300 ml of ns. Also reported was that the pt felt cold and clammy and the bp was now at 136/108 with a pulse of 48. Again, it was reported as seeing the pt's eyes roll back and inability for the pt to respond. More ns was infused. It was reported that the pt did respond by a nod of her head. The pt again went into distress and ems was called. Respiratory rate was labored and staff had noted no pulse so the ade was applied and it stated to reassess pt. The pt was now reinfused and the treatment discontinued. The pt at this time was "somewhat alert" and pulse was at 40. Ems had arrived and the pt was assisted to the stretcher and was transferred to the local ER for further evaluation and treatment. The pt had diagnostic workup but was later discharged. The pt receives dialysis as ordered in the clinic with no further ill effect from this event. The testing done in the hosp has required no further intervention related to this event.